Manufacturer narrative:
See incident description (section b5) for device evaluation.

Event description:
On june 18, 2025, the reporter contacted lifescan alleging a strip issue of laser marked (ablated) strips. There was no indication that the product caused or contributed to an adverse event. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The complaint was further investigated based on photographic evidence received. A batch record review was completed for the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. In addition, visual inspection of retained test strips was performed. The retained test strips passed visual inspection with no defects identified. Lifescan also conducted a strip lot evaluation, and no systemic issue was observed. On july 17, 2025, investigation was completed, and the reported issue was confirmed. This investigation has not identified any evidence that there is a systemic issue within lot 5876320 relating to ablated strips. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.